Manufacturer narrative:
According to the customer, on (B)(6) 2025, it was reported that "liquified stool got into ingress around sample port" of a foley catheter and the "sample port also came out." The catheter was discontinued and replaced. The customer did not report if there was any serious injury, medical intervention, or follow-up care required related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, it was reported that "liquified stool got into ingress around sample port" of a foley catheter and the "sample port also came out." The catheter was discontinued and replaced.